Event description:
It was reported that a patient received inappropriate shock for supraventricular tachycardia with rapid ventricular response. No programming changes were made. Patient did not take medicine as prescribed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.